Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported cuff miss. There was no detected damage to any of the returned components. Based on the evaluation of the device, it performed according to specification. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.